Manufacturer narrative:
Concomitant medical products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. Product ID: 3550-29, lot# n432423, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37791, product type: recharger. (B)(4).

Event description:
It was reported that the manufacturer's representative (rep) met with the patient because there was a communication and coupling problem. The rep. Repeated the antenna locate (al) feature until the implantable neurostimulator (ins) changed to the recharge screen. Initially the patient got four bars, then two, then zero. Another rep. Attempted 15 al featured and could not get any recharge screen to show. The patient had been having issues recharging since she received the new ins in (B)(6), but the recharging issues had gotten worse in the last several months. The patient reported that since they got the new ins it felt like the ins was moving in the pocket. When the rep. Assessed the pocket the ins appeared to be tilted under the skin. The patient was charging twice a week for about four to five hours when it was working. Sometimes she would get two boxes but never four and would have to stop recharging because of overheating showing on the screen. Multiple short (20 second) physician mode recharges were performed. They were able to get the charging screen and charged for 20 minutes but the highest coupling they could get was four bars but then it went to four, then two, and now all they would get was the reposition antenna screen. Further information stated the belt wasn't used because the ins was tilted in the pocket and the rep. Could see that the left lateral side was "sunken." The patient had to sit with a pillow wedged between the chair and the recharger in order to charge which had been occurring according to the patient for the past several months. It was suggested to replace the recharge antenna and if that was unsuccessful to discuss further with the healthcare provider (hcp) about a revision. The rep. Was going to try a different donated antenna to see if that provided any better success. The replacement antenna did work properly and the patient was able to charge. There was no replacement scheduled at the current time. The device reset was completed and the patient was receiving stimulation as before.